Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During use, the pump¿s optical sensor failed, resulting in loss of placement signal. Despite this, the device was successfully weaned and explanted. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Impella 5.5 pump was not returned. Data logs were returned and show optical signal issue with several alarms. The failure trend indicate the optical fiber line is likely damaged due to excessive torqueing. The root cause of the optical signal issue was most likely a damaged optical fiber line based on 5s failure pattern observed in data logs but the location of damage is unknown without return product. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.